Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the difficulties. The returned condition of the unit suggests that the rack in the handle was not fully retracted and the distal sheath was only retracted 2.3cm from the base of the tip indicating that the stent did not fully deploy as reported. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a femoral artery intervention, the absolute pro self-expanding stent system (sds) was advanced to the lesion and deployment initiated. The stent fully released from the delivery system, but the stent did not open completely. There was no issue with the deployment mechanism and the sds was prepped according to the instructions for use without issue. The stent delivery system and stent were removed from the anatomy and a new absolute pro stent was implanted without issue to complete the procedure. There was no adverse patient effect or clinically significant delay in procedure reported. Patient was treated according to plan with no adverse patient effects or clinically significant delay. No additional information was provided.